Event description:
The customer reported that the images were light and washed out. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The panel was returned and testing found an intermittent pld error. The service engineer replaced the di pc board, side covers and bottom covers. The ac adapter was also changed. (B)(4).